Event description:
It was reported that pump experienced malfunction alarm identified as malf 3 that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to contact healthcare provider for backup insulin therapy.